Event description:
The customer contact reported a tubing separation. Prior to pt use while priming the tubing set with an unspecified solution, the customer contact noted the tubing separated from the distal clave y-site. The tubing set was replaced and the therapy was initiated. Though requested, no additional info was provided.

Manufacturer narrative:
The customer contact indicated the device was discarded.